Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Evaluation of returned device; the reported failure was confirmed; during the service evaluation, it was identified that the handpiece was over-torqued. The physical damage reported by the service centre during the evaluation is consistent with none or incorrect utilization of the 'torque base'. No anomalies that could be associated with the complaint incident were observed. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed using the following key words ¿handpiece is not functioning correctly ¿ "hp not working¿ and a root cause ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2016 to (B)(6) 2017. A total of 351 complaints were reviewed of which 33 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the 33rd identified cusa excel handpiece complaint for the reported failure with the root cause identified as over-torqued by the user. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This physical damage identified during the evaluation is consistent with none or incorrect utilization of the 'torque base'. A corrective action is in progress to investigate and correct failures encountered with customer complaints associated with over-torqueing.

Event description:
It was reported that the handpiece is not functioning correctly. Tests only to 50% and the alarm goes off. The cusa was functioning correctly with a different handpiece. Handpiece was repaired in may (date and year unknown). Additional information was received on 22sep2017, with the following: a patient was prepped for surgery and underwent a stealth guided craniotomy debulking of cp angle tumour surgical procedure. The cusa handpiece was tested prior to surgery. The product was not in contact with the patient. There was no patient injury, however, surgery was delayed for 30 minutes. An alternate handpiece was obtained to carry out the surgery. No adverse event reported.